Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional information becomes available, a supplemental report will be sent. (B)(4).

Event description:
Report received from the u.s.a. Stating that the burr was stuck. The device was being used during surgery. There was no injury or medical intervention reported. There was no additional information provided.